Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and it was not possible to determine if these episodes were atrial or ventricular driven. The patient was transferred to a different healthcare facility to be evaluated by cardiology. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and it was not possible to determine if these episodes were atrial or ventricular driven. The patient was transferred to a different healthcare facility to be evaluated by cardiology. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported.